Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a red, itchy, open wound and blister located on her mid-back area underneath the therapy electrodes. No blood or discharge were reported to be coming from the open wound. The patient's daughter, who is a nurse, placed a band-aid and gauze on the patient's back as well as an antibiotic ointment. The outcome of the irritation is not known as follow-up attempts were unsuccessful.